Event description:
Patient was intubated and placed on ventilator. No exhaled tidal volume (vt) was displayed on the unit's message window. The "disconnect" alarm displayed. The patient was taking breaths, but this was not displayed. The ventilator was removed from the patient and an ambu-bag was used. The patient suffered no adverse effects. Respiratory therapist double-checked all of the connections and noted everything to be connected properly. The patient was placed on another ventilator and the malfunctioning vent was pulled from service. The ventilator was serviced, and the biomedical engineer was able to duplicate the stated problem. The port in the patient breathing circuit was open with a plugged port. After resolving this, the alarms ceased and the unit was re-tested, passed testing, and placed back in service.